Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received unknown baclofen, dilaudid, and an unknown drug (unknown concentrations and doses) in an implantable pump for non-malignant pain and failed back surgery syndrome. A newly implanted pump was loose and moving in the pocket. The pump moving caused the patient to be sick. The patient was told by the implanting healthcare provider (hcp) that they made a mistake and implanted a larger pump. The hcp reportedly "ripped the pocket" while implanting the larger pump. The hcp told the patient the larger pump was implanted, so the hcp would only have to refill every 3 months. However, a home infusion company refilled the pump and not the hcp. The patient was information by the hcp that they were leaving for israel the following week and would not be fixing the pump. The patient also indicated the hcp did not fill the pump with new medication at implant. The patient reportedly had to call a home infusion company to get the pump refilled. The patient was going to see a different hcp on (B)(6) 2011 for a second opinion. The patient was instructed to call with further information following the appointment. The patient indicated they would call if she needed further assistance. [Device implant query indicates the pump was explanted on (B)(6) 2011 and replaced with a 20ml pump.]

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.